Manufacturer narrative:
This report is filed march 15, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site and was prescribed oral antibiotics (date not reported). The implanted device remains.